Event description:
Two patient samples generating 0 mg/dl glucose results that resulted higher when repeated on another analyzer using the same method. Patient 1, initial result gave 0 mg/dl. Same sample repeated on other analyzer, same method gave 80 mg/dl. Same sample put back on initial analyzer gave 0 mg/dl. Patient 2, initial result gave 0 mg/dl. Same sample repeated on other analyzer, same method gave 86 mg/dl. Same sample put back on initial analyzer gave 0 mg/dl. Initial results not reported. The field service representative determined air was leaking into the fluidics system. The instrument was repaired.